Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - complaint confirmed via inspection of the unit. The lock had rotational and lateral movement a required replacement of worn internal parts. Unit received with the lock having rotational and lateral movement and a residue buildup was present. General maintenance and cleaning required. New components added to replace worn internal parts. Root cause - complaint confirmed via inspection of the unit. The lock had rotational and lateral movement. The unit is beyond integra¿s 7 years recommended life cycle (manufactured 2005). Unit required preventive maintenance and replacement of worn parts as a result of routine wear and tear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the clamp on the mayfield modified skull clamp (a1059) was not holding properly. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.